Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was not working properly. It was noted that the user attempted to calibrate the stylus, but the issue persisted. The caller was advised to use a new stylus. The programmer remains in use. There was no patient involvement.